Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported frozen display. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return for mmt-1805 is expected and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. The pump was monitored, no frozen screen noted. Successfully downloaded history files and traces using thump. Carelink software for china pumps does not exist. Only trace/history download performed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/01/2024 to 10/02/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 28-oct-2025. In further review of the formatted history file 1 week prior surrounding the date of 02-oct-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 10/02/2025 11:39:26.000, 10/02/2025 11:49:00.000. Pump error 23 alarm was found on: 10/02/2025 11:50:04.000. Power loss alarm was found on: 10/02/2025 11:50:25.000, 10/02/2025 11:50:33.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.58 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.